Event description:
The distributor in (B)(6) reported that the device gives a ext high pressure alarm and doesn't ventilate the test lung.

Manufacturer narrative:
(B)(4). Carefusion has determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). Carefusion is in the process of making arrangements for the return of alleged faulty gas delivery engine (gde) for eval. As of may 14, 2015 the alleged faulty gas delivery engine (gde) has not been received.